Manufacturer narrative:
The device was received, and an evaluation is complete. A device history review revealed no issues that could have caused or contributed to the reported issue. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a no alarm and keypad sound during testing. The cause was identified to be the rear case which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump at baxter puerto rico, the device experienced no alarm or keypad sound. No additional information is available.